Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the active exhalation control module to address the issue. No further investigation is required at this time. Additional findings not related to the malfunction/issue, the device's rubber feet are missing and were replaced. Device passed all testing.